Event description:
A company rep reported that none of the buttons of the infusion device are working. E8 (power interrupt) was displayed after inserting a battery and the error could not be cleared by pressing the check button. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.